Event description:
It was reported that during an unknown procedure, when the device was removed from the port, part of the device snapped off. The part was found on the floor. Another device was used to complete the procedure. There was no adverse patient consequence information provided.

Manufacturer narrative:
Date sent: 07/17/2008. Information is unavailable; device was not returned for evaluation.